Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a and pump error 23-"post-reset ram crc alarm", pump error 68 - ''trace pointers are invalid'', pump error 74  -'' main arm failed self-test'' and pump error 49 - ''history pointers failed. The history pointers are corrupted''. Customer reported keypad anomaly and crack in pump. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. Self test failed. No harm requiring medical intervention was reported.  The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment, moisture exposure, pump error 68, pump error 23, pump error 74, keypad unresponsive and pump error 49 found on jan 25, 2023. Unable to perform the displacement test due to the pump not being able to load properly due to moisture damage on the force sensor. The pump passed active current test. The pump was received with a high sleep current due to moisture damage on the electronic assembly. Pump failed self test due to pump error 74. Pump error 74 was not found in the pump history. Pump error 68, pump error 23 and pump error 49 was found on 01/25/2023 at 14:44:15.000, 01/25/2023 at 14:44:40.000 and 01/25/2023 at 14:44:15.000 respectively. Keypad unresponsive, pump error 68, pump error 23, pump error 49 was not found during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor and motor. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). Cosmetic damage was confirmed at battery tube threads and case (battery tube). Moisture damage confirmed on the electronic assembly, force sensor and motor. Keypad unresponsive, pump error 68, pump error 23, pump error 49 was not confirmed. Pump error 74 was confirmed due to software error. Unexpected battery power loss was confirmed due moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act